Event description:
On (B)(6) 2023, the customer reported the generation of false low amphetamines (amph) and acetaminophen (actm) patient results on their unicel dxc 800 pro clinical chemistry analyzer. The customer repeated the sample and obtained a result considered correct. The false low amph, actm result were reported outside the laboratory. On (B)(6) 2023, the customer informed beckman coulter that there was a change in patient treatment due to the false results. The customer did not provide details on the patient. The customer provided data for two (2) patient samples.

Manufacturer narrative:
The cause of the issue is attributed to multiple hardware. The fse replaced the probe bearings, valve, vacuum solenoid, wash valves, mixer paddles, reagent probe belts, and cuvettes which resolved the issue. No further information was provided regarding the change in patient treatment. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).